Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device was used in an off-label implantation in the tricupsid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Patients with elevated mean gradient post procedure should be carefully followed. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the increased gradient cannot be confirmed, however, it may be related to patient factors (cardiac remodeling). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 3 months post valve in valve procedure with a 29mm sapien 3 valve in a previously implanted surgical valve in the tricuspid position, increased mean gradients of 8mm hg was noted on follow up visit. The team decided to fracture the surgical valve to further expand the sapien 3 valve. The gradients improved to 4mm hg and the patient is stable post procedure.